Manufacturer narrative:
Tracking number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Background: transabdominal preperitoneal (tapp) inguinal hernia repair requires a 10 mm and two 5 mm trocars. When using a transverse peritoneal flap, a rather long incision is required. Tacks for mesh fixation and re-approximation of the flap may be associated with pain and are costly. Patients and methods: a two port technique was used replacing one 5 mm instrument with a teleflex minigrasper whenever possible. The peritoneal flap was created from a 5-10cm vertical incision in the infraumbilical peritoneum and re-approximated with a running suture. Dissection of the inguinal region was done in a reduced size pocket. Progrip mesh was used to avoid tacks. Results: median age of the 21 men and four women was 65.3 (range 36.2-82) years; there were 19 unilateral and six bilateral inguinal hernias (including three recurrent hernias and five incarcerated hernias). Two patient had large inguinoscrotal hernias. The minigrasper was used in 20% in the first 10 and 67% in the last 15 cases. Tacks for the flap were used in 50% in the first 10 cases; in the last 15 cases the flap was sutured in 87%. Various techniques to suture the flap were tried out, the v-lock turned out to be the easiest option and was made standard. Tapp was done as outpatient procedure in 48% of cases, 36% of patient required 23 h extended recovery; only four patients with severe co-morbid conditions required admission. Complication included seroma (n=4)